Event description:
It was reported that when first floating the swan they received a "weird" number. Once the patient was taken in the or they received an sq4 error. The index was at 1.8 and the sv02 was in the 40's. The customer treated off these numbers thinking the patient was dry and gave the medicine dobutamine to treat. No cco worked during the entire case. They switched out cables and monitors. Only when a new catheter was used did normal values return.

Manufacturer narrative:
We received one 746f8 catheter for examination. The catheter appeared to be in good condition. The catheter passed invitro calibration on a vigilance ii monitor. The catheter also passed transmission and cross-talk testing. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The eeprom data was found to be normal, both the stored data and the computed data matched. The catheter ran cco for 5 minutes on the vigilance ii system. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. Per the vigilance ii manual possible cause of the sqi=4 error are "low blood flow at catheter tip or catheter tip against vessel wall." The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.